Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated they needed assistance because they were not getting relief. There were no falls or trauma reported related to the issue. The patient was assisted with using the patient programmer, it showed the setting was program 1 at 3.8v and therapy was off. Patient was assisted with turning therapy on and increasing stimulation to 4.0v and they were feeling stimulation in the hip area when they were sitting or driving. The patient also reported they were feeling lightening shock in the bottom of their feet, especially the right foot. The patient reported they had an appointment scheduled with their doctor on (B)(6) 2019. It was recommended they consult with their healthcare provider regarding trying a different program. The patient reported they didn't understand. The information was then reviewed with the patient's wife. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported he wanted his programmer back under control. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.